Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2012 and performed as expected up to the (B)(6) 2016. The device recorded multiple self-test fails due to a low battery between the (B)(6) 2016 due to a low battery voltage. No further data is recorded within the device memory. The returned pad-pak was inserted into the device, the device powered on and went through the expected prompts. On shutdown the device gave a low battery warning and the status led flashed red. A test pad-pak was inserted into the device and passed a self-test. The device shut down with no warnings and the green status led flashed throughout. The device delivered a test shock without fault and an acceptable measurement was recorded for the shock. Investigation found the reported fault can be attributed to membrane failure due to moisture ingress. A fault was measured on the membrane during testing. No corrosion or debris was found on the membrane tail. Moisture ingress was found on the membrane tracks upon disassembly of the membrane. The failure of the membrane resulted in an increase current drain and would have caused the premature depletion of the pad-pak.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.